Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on limited medical records provided by the patient's attorney: on (B)(6) 2000 - the patient was diagnosed with recurrent genital prolapse and underwent an exploratory laparotomy, lysis of adhesions, repair of an enterocele and a suspension of vaginal vault to sacral promontory with implant of a bard/davol flat mesh. Per the operative report details, "a 2 x 12 piece marlex mesh (davol flat) was placed across the operative site and sutured to the fibromuscular attachment using continuous tycron. The mesh (davol flat) was then attached to the vaginal cuff using tycron suture. The tycron sutures were placed into the periosteum of the sacral promontory. These were individually attached to the mesh (davol flat) which was sized to lie comfortably against the sidewall with a loose bridge and 2 finger breadths of laxity between the edge of the mesh (davol flat) and the bowel. The attorney alleges unspecified adverse patient outcomes associated with use of device.